Manufacturer narrative:
The reported sensor (B)(4) was returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Sensor found to be in state 3. No failure modes were observed on the sensor plug assembly upon visual inspection. Watermark was not observed at the base of the tail. Issue is not confirmed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that while using librelink, a ¿replace sensor¿ error message was received on the adc device and as a result, was unable to obtain glucose readings. The customer experienced symptoms described as ¿cold sweats and fainting sensation¿ and was provided glucose tablets and food for treatment. No further information was reported. There was no report of death or permanent impairment associated with this event.